Event description:
Registered dental assistant (rda) reported that patient had a reaction consistent with contact dermatitis after a band was re-cemented on pt's tooth. Rda reported that at the beginning of patient's orthodontic treatment, patient experienced mild irritaion when the bands were initially cemented on their teeth. Subsequently, on two separate occasions when a band had to be re-cemented, patient experienced increased dermatitis with each occasion. In 2004, when patient had another band re-cemented, they experienced a red, inflamed a rash and puffy lips. Orthodontist removed the band and patient's pediatrician prescribed a steriod (prednisone) for reaction. Patient has completely recovered from the reaction.